Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 444 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.